Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that while the tower door 4 was operational, the hta door had experienced a malfunction. A field service engineer reseated the harness at the controller board to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary tower, the recovery storage feature did not function properly; it opened but indicated a failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.